Event description:
It was reported to philips that the azurion device was not producing images. The device was inside clinical use at the time of the event. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary diagnosis procedure when the issue was occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite, and the reported issue could not confirm, during the diagnostics, the system malfunction was not reproduced and not confirmed. The fse checked the wiring and operation of flexvision, seen error log and did the functional tests, during which anomalies were not detected. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was not confirmed by fse and there was no impact to the patient. Based on the new information, this complaint was evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.